Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the defibrillator failed to discharge via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: after further investigation of the facts provided by the customer, it was determined that the customer used non-zoll pads at the time of the event. The device was put through extensive testing including defib cycling, bench handling, full functionality testing, battery posts were checked, button testing with a focus on the charge and shock buttons were performed, and the device was tested with test multifunction cables and known good pads without duplicating a malfunction. The device logs found the device was in lead mode. When the user removed the electrodes and attached pads, the user did not manually change to pads view. If the charge, energy selects, or shock button were ever pressed during the case, the lead view would change to pad view, and a waveform would have been viewable by the users. The investigation found the device is functioning as intended, and the report appears to be a result of useability. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, colleagues called for an ambulance after a patient had chest, back, and shoulder pain. When the crew arrived and evaluated the patient, it was determined the patient had a stemi. The patient then went into cardiac arrest on the stretcher when being taken to a hospital in an ambulance. The crew gave CPR and placed two different pads on the patient. The device did recognize that pads were attached; however, the device was in lead view, and the user never manually changed to pads view. Then an AED was obtained from naval staff and two shocks were given with the AED. However, during the first shock, the device took an extended time to discharge. At arrival, the patient was found to be in ventricular fibrillation, 2 more shocks were administered and eventually, return of spontaneous circulation was obtained. Complainant indicated that the patient subsequently expired.